Event description:
(B)(4).

Manufacturer narrative:
Before we were able to provide the IFU, we learned that this was in regard to a malpractice case and that the case had already been settled. Karl storz had no previous second of this event or a report of a product malfunction. The product was not returned to karl storz for eval.